Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for an unspecified atrio-ventricular (av) block. 4 years and 4 months following the implant of the valve, the patient was being evaluated for a transcatheter valve replacement due to an unknown reason. No further treatment was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted for an unspecified atrio-ventricular (av) block. 4 years and 4 months following the implant of the valve, the patient was being evaluated for a transcatheter valve replacement due to an unknown reason. No further treatment was provided. No additional adverse patient effects were reported. Additional information was received that the reported av block was a complete heart block. Additionally, the patient had repeated episodes of chest pain with exertion and shortness of breath. Subsequently, a cardiac catheterization was performed and revealed a mean gradient of 40 mmhg. A transthoracic echocardiogram was performed and revealed there was no regurgitation noted, but severe stenosis with a mean gradient of 59 mmhg and a peak velocity of 4.73 m/s. A transesophageal echocardiogram was scheduled to further assess the valve function. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the patient was treated for hypertrophic obstructive cardiomyopathy with septal ablation. It was noted that the valve had been implanted in the patient¿s native annulus and there was no evidence of thrombus or "leaflet" thickening. It was reported that the patient is being evaluated for explantation of the transcatheter valve and replacement with a surgical valve.

Event description:
Additional information was received indicating that the patient was treated for hypertrophic obstructive cardiomyopathy with septal ablation. It was noted that the valve had been implanted in the patient¿s native annulus and there was no evidence of thrombus or l eaflet thickening.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 4 years and 5 months following the valve implant, computed tomography angiogram (cta) was performed and aortic valve area (ava) measured 1.1-1.2. The physician believed that one leaflet was not function well causing the increase in gradient. Transesophageal echocardiogram (tee) showed severe aortic stenosis. An alcohol septal ablation is planned and then reassess valve function. No additional adverse patient effects were reported.

Event description:
Additional information was received that a follow up echocardiogram visit was scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.